Event description:
It was reported that the patient had a stimulator ¿done on him last week¿ and took it out because it ¿did not work.¿ the reporter stated that the ins was supposed to be a permanent implant. It was stated that it was ¿pulled out yesterday.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).